Manufacturer narrative:
Lead model 3387s-40, lot # v055961, implanted: (B)(6) 2007, explanted: unknown; lead model 3387s-40, lot # v050681, implanted: (B)(6) 2007, explanted: unknown; extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown; extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown; programmer model 37642, serial # (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation every ten minutes at the implantable neurostimulator pocket site and behind the ear at the lead / extension site. The sensation began the day after implant. The therapy was otherwise working well for the symptoms. Impedance measurements and therapy impedance were within normal range. X-rays were taken, but the results were not known. Additional information received reported that the patient had been reprogrammed many times without any change. A surgical intervention was performed to switch out the 2x4 adaptor. As far as the manufacturer representative knew, the patient was doing fine and the shocking issue had been resolved.